Event description:
Revision surgery- the pt had a worn poly.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn poly tibial insert after 14 yrs of pt use. The outcomes for this event are non-serious. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was complete as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.